Event description:
Pt had bradycardia event followed by cardiac arrest. During initial stages of required resuscitation, staff using bvm was meeting resistance via bvm ventilation attempts. Pt head and jaw repositioned still meeting resistance. Crna arrived, also unable to ventilate, the clinical presentation supported the possibility of an airway obstruction. Crna intubated with a glidascope. Still difficult to ventilate with bvm. Called for a second bvm and ventilated easily. Respiratory therapist continued ventilating easily. Upon inspection of first bvm, the butterfly valve was sealed shut. Crna applied significant pressure on the bvm bag and a loud "pop" was heard from the bvm. Dates of use: (B)(6) 2013.